Event description:
A patient who was implanted with advance sling in 2009, developed an enlarged scrotum during the first night after surgery. A cystoscopy revealed a lateral hole on the urethra under the bladder neck (perforation by the needle probably). Surgery drainage of scrotum and catheter. Medication was prescribed. No further information was obtained.